Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the cause of the reported difficulty grasping the leaflet appears to be related to a combination of procedural factors due to difficulties visualizing the clip and patient morphology/pathology. The cause of the reported difficulty visualizing the clip could not be determined. The reported septal leaflet damage appears to be a cascading effect of the reported grasping difficulty. The reported patient effect of tissue injury is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with restricted and tethered septal leaflet, coaptation gap, and a mechanical mitral valve. A triclip xtw (51210r1087) was inserted and grasping was performed. However, difficulties positioning the clip occurred. The clip was ultimately deployed on the tricuspid valve. A second clip, a triclip xtw was then inserted and deployed on the tricuspid valve without issues. A third clip, a triclip xtw (51210r1094) was then inserted, and grasping was performed. However, difficulties visualizing the clip and difficulties grasping the leaflets occurred. After final grasping, echocardiography was performed, and septal leaflet damage or subvalvular distortion was noted. However, it could not be differentiated. The clip was deployed on the tricuspid valve. All three clips were noted to be stable on the leaflets. The procedure was completed with three clips implanted, reducing tr to a grade of 3-4. There was no clinically significant delay in the procedure. It was noted that the patient recovered without incident.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.